Event description:
It was reported that the universal modular electric/battery single trigger handpiece failed multiple times during surgery, while using the oscillating saw blade attachment. It was further reported that surgery was delayed by an unspecified amount of time. There was no report harm to the pt and alternate device was available to complete the procedure.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.